Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty (ptca) procedure, the single pouched package of the express biliary sd 5.0mm x 15mm x 90cm stent delivery system appeared to be open. Product sterility was suspected to have been compromised. The device was not used on the patient. Another of the same device was used to complete the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.